Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure the terminal pin of this right ventricular (rv) lead separated from the lead body when attempting to removed the lead from the pacemaker. The patient is pacer dependent and capture was lost for approximately ten seconds. Capture was able to be re-established via the pacing system analyzer (psa). This lead was surgically abandoned and a new rv lead was successfully implanted. The device was successfully explanted with the terminal pin remaining in the device header. No additional adverse patient effects were reported.